Manufacturer narrative:
Follow-up #1: date of submission 03/15/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: on examination, the battery compartment was noted to be cracked on the left-hand side down to the grip pad. A leak test was performed and revealed moisture leakage at the battery compartment crack and around the display lens. The pump was opened for investigation and revealed evidence of moisture ingress on the printed circuit board. The allegation of moisture ingress was duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; noted after bathing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.